Event description:
Based on additional information received on 08-dec- 2017, this case was upgraded to serious as an important medical event of device malfunction was added. (B)(4). This unsolicited case from united states was received on 08-dec-2017 from an other non-health care professional. This case concerns a patient (demographics not provided) who received treatment with synvisc one injection and after 5 days had increased pain and increased swelling. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, once (batch/lot number: 7rsl021, expiration date and indication: not provided) in right knee. On (B)(6) 2017, 5 days after the injection, patient experienced increased pain and swelling. Patient improved over time corrective treatment: not reported for increased pain and increased swelling outcome: recovering for all events. (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 08-dec-2017 and 08-jan-2018 (both the information was processed together with clock start date of 08-dec-2017). The case was upgraded to serious as an important medical event of device malfunction was added along with details. Global ptc number and results were added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 08-dec-2017: this case concerns a patient who received synvisc one injection from the recalled lot and had right knee pain and swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.